Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has is broken into multiple pieces, rendering the device inoperative. The device seems to be broken into 3 pieces and the third piece was not returned with the device. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports the black impactor tip on r3 offset impactor broke during use. Per complaint details, there was nothing left inside the patient, and all pieces were accounted for. There was no patient harm reported, and the procedure was completed without delay, using a backup device. No further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, the black r3 offset impactor tip broke. No pieces were left inside the patient. Procedure was finished with a smith-nephew back up device. Surgery was not delayed.